Event description:
Caller reported that the cartridge was damaged, specifically noting that the cartridge pigtail was broken. There was no adverse impact to the customer's blood glucose level. The caller successfully changed the cartridge and resumed insulin therapy, though the damaged cartridge was unavailable for return.